Manufacturer narrative:
Product complaint # (B)(4). Additional information: d 9. Date device returned to manufacturer, d 9. Is device returned to manufacturer? Investigation summary: the product was returned to ethicon for evaluation. The returned sample revealed that two detached needles, two suture, and six needle suture combinations that pertain to product code vcpb725d were received. This product code is control release and requires eight strands single armed per packet. Upon visual inspection of the detached needles, the swage and attachment area were noted as expected. The barrel hole of the needle was examined with magnification, and no suture remnant was noted. The dispensed sutures were inspected, and the insertion end did not meet the requirement. In addition, the needle-suture combinations were inspected, and no anomalies or issues related to pull-off were observed during the evaluation. The functional test was performed in one needle suture using instron equipment and the pull force result met with the requirements. Based on the information currently available, short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Investigation summary #2: the product was returned to ethicon for evaluation. The returned sample shows that three detached needles and five needle-suture combinations that pertained to the product code vcpb725d were received. The product code is control release and required eight strands per packet. Upon visual inspection of the detached needles, the swage and attachment area were noted to be as expected. The barrel hole of the needles was examined with magnification, and no suture remnant was noted. Additionally, the sutures were not returned for evaluation. The needle-suture combinations were visually inspected, and no anomalies or issues related to pull-off were observed during the evaluation. The functional test was performed in a needle suture using instron equipment and the pull force met the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/24/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that the patient underwent an unknown orthopedic surgery on (B)(6) 2024 and suture was used. During the surgery, the suture was detached from the needle easily. It was a control release needle. There were no adverse consequences to the patient. No further information was provided.